Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, retained strips of the reported lot and an in-house inratio meter were used for the investigation. In-house testing on the reported lot meets accuracy criteria. The customer's complaint was not replicated and no product deficiency was identified. A review of manufacturing records did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A variance was reported between inratio inr results and another instrument . The results were as follows: (B)(6). No therapeutic range was provided. No further information about the alternate instrument used for testing was provided. Although requested, no further patient information was provided.